Manufacturer narrative:
The reported complaint of "the autopulse li-ion battery (sn (B)(4) was fully charged and the battery status led showed four green lights. But, when inserted into the autopulse platform, the platform displayed "replace battery" message" was not confirmed during the functional testing, but confirmed during the archive data review. No device malfunction was observed during the testing and the battery worked as intended. The probable root cause for the reported complaint was due to the battery mismanagement and charging practice by the customer. Upon visual inspection, no physical damage was observed and the battery status led's showed four green lights. The battery passed charging in a known good autopulse multi-chemistry charger. The battery remaining capacity post cycle charge was equivalent to four green lights. The battery was also tested in a known good autopulse platform with compression using large resuscitation test fixture for about 42 minutes and passed the test with no issue. The battery archive data review showed that the battery was not reconditioned and fully charged. The customer pulled out the battery during the conditioning cycle or before it finishes the charging and as a result, the battery recorded charging cancellation event. The autopulse power system user guide states: do not remove a battery from the battery charger until its charging completes, or the battery's run time will be reduced. Do not remove a battery from the battery charger during a test-cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the battery charger will automatically restart the test-cycle the next time the battery is inserted into it. Educated the customer by sending a letter with investigation findings and by providing a copy of the autopulse power system user guide.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) status showed that the battery was fully charged and the battery status led showed four green lights. But, when inserted into the autopulse platform, the platform displayed "replace battery" message. The user tested the platform with another battery and the platform worked as intended. No patient involvement.